Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The root cause was determined to be a user error. The detailed investigation showed that the injury was not due to a malfunction of the system. Although it could be determined that individual dose registrations were not displayed or recorded due to a temporary problem, which had already been eliminated by replacing the relevant part, this was not the reason for the relatively substantial total dose. The evaluation of the event log, exam protocol and dose report, respectively the recalculation of the missing values, clearly showed that the radiation or its triggering was intentionally applied by the operator. Although the dose demanded by the operator without an additional copper prefilter corresponds to relatively long digital subtraction angiography (dsa) sequences with a relatively high frame rate and a considerable radiation output, it is assumed that the operator applied said dose after weighing all risks. A possible general error which would require corrective measures of the installed base could not be detected by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred following examination on the artis zeego system. Following an interventional procedure on (B)(6) 2020, a patient suffered an unconfirmed skin injury of radiodermatitis. Investigation at the time of the event did not confirm an abnormal radiation dose. Siemens has become aware of new information on may 17, 2021, that suggests the possibility of an excessively high radiation dose. Siemens has requested additional information in order to conduct an investigation of the reported event.